Event description:
During a colonoscopy, the patient required a resolution clip placement. The 1st clip deployed but did not adhere to patient and remained in the sheath upon withdrawal. The 2nd clip deployed and also did not adhere to patient, and was found inside scope channel upon inserting 3rd clip.